Event description:
It was reported that this right ventricular (rv) lead showed high shock impedances, therefore it was explanted at a surgical intervention and a new rv lead was implanted at the same intervention. No evidence of device being returned from the field representative. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.